Event description:
Caller states the patient tested 7.7 inr and 7.3 inr on the coaguchek s system while a comparison lab returned as 5.13 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.